Manufacturer narrative:
This event was previously documented in manufacture report number 2919069-2019-00002. The suspect medical device manufacture location was incorrectly documented. All further information will be documented in this report. Further investigation of the customer issue included a review of the complaint data, analyzer troubleshooting, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The ict probe was replaced and was determined to be the likely cause. No additional discrepant results have been reported since the probe was replaced. An instrument service history review revealed no additional erratic or discrepant results were reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.

Event description:
The customer observed a falsely elevated chloride result while using the architect c4000 analyzer. The customer provided the following results (mmol/l): sid (B)(6): cl: initial 129, retest 98 (expected 98-111). No impact to patient management was reported.